Manufacturer narrative:
This case was initially received via (B)(6) (reference number: (B)(4)) on 21-mar-2017. The most recent information was received on 31-may-2017. This spontaneous case was reported by a general practitioner and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure (batch no. 5078784) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and wisdom teeth removal. Concurrent conditions included postpartum state. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pruritus ("pruritus with scales on scalp"), arthralgia ("multiple disseminated joint pain"), myalgia ("muscle pain"), speech disorder ("difficulty concentrating, visualising and speaking"), skin exfoliation ("pruritus with scales on scalp"), disturbance in attention ("difficulty concentrating, visualising and speaking"), visual impairment ("difficulty concentrating, visualising and speaking") and amnesia ("memory loss"). The patient was treated with surgery (hysteroannexectomy (patient's request)). Essure was removed. At the time of the report, the pelvic pain, pruritus, arthralgia, myalgia, speech disorder, skin exfoliation, disturbance in attention, visual impairment and amnesia was resolving. The reporter provided no causality assessment for amnesia and pelvic pain with essure. The reporter considered arthralgia, disturbance in attention, myalgia, pruritus, skin exfoliation, speech disorder and visual impairment to be related to essure. The reporter commented: after essure removal: mild or moderate improvement of patients symptoms. The physician did not give opinion if essure caused or contributed to the occurrence of the events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 02-jun-2017 for the following meddra preferred term: pruritus. The analysis in the global safety database revealed 87 cases. Pelvic pain. The analysis in the global safety database revealed 2801 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 31-may-2017: device removal questionnaire - lot number, historical conditions, outcome and events (memory loss and pelvic pain) added. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was reported via regulatory authority (B)(4) on 21-mar-2017. This spontaneous case was reported by a physician and describes the occurrence of pruritus ("pruritus with scales on scalp") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included postpartum state. On (B)(6) 2015, the patient started essure. On (B)(6) 2015, the same day after starting essure, the patient experienced pruritus (seriousness criteria medically significant and clinically significant/intervention required), arthralgia ("multiple disseminated joint pain"), myalgia ("muscle pain"), speech disorder ("difficulty concentrating, visualising and speaking"), skin exfoliation ("pruritus with scales on scalp"), disturbance in attention ("difficulty concentrating, visualising and speaking") and visual impairment ("difficulty concentrating, visualising and speaking"). The patient was treated with surgery (inserts will be removed). At the time of the report, the pruritus, arthralgia, myalgia, speech disorder, skin exfoliation, disturbance in attention and visual impairment outcome was unknown. The reporter considered pruritus, arthralgia, myalgia, speech disorder, skin exfoliation, disturbance in attention and visual impairment to be related to essure. The reporter commented: decision to have inserts removed. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she had pruritus with scales on scalp. Essure will be removed. The reported event is serious due to medical importance and anticipated in essure's reference safety information. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, the event occurred after device insertion. Therefore, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal will be required. The product technical analysis and further information has been sought.

Manufacturer narrative:
This case was reported via regulatory authority ansm (reference number: (B)(4)) on 21-mar-2017. This spontaneous case was reported by a general practitioner and describes the occurrence of pruritus ("pruritus with scales on scalp") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included postpartum state. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pruritus (seriousness criteria medically significant and intervention required), arthralgia ("multiple disseminated joint pain"), myalgia ("muscle pain"), speech disorder ("difficulty concentrating, visualising and speaking"), skin exfoliation ("pruritus with scales on scalp"), disturbance in attention ("difficulty concentrating, visualising and speaking") and visual impairment ("difficulty concentrating, visualising and speaking"). The patient was treated with surgery (inserts will be removed). At the time of the report, the pruritus, arthralgia, myalgia, speech disorder, skin exfoliation, disturbance in attention and visual impairment outcome was unknown. The reporter considered arthralgia, disturbance in attention, myalgia, pruritus, skin exfoliation, speech disorder and visual impairment to be related to essure. The reporter commented: decision to have inserts removed. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: 1.pruritus. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 5-may-2017: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she had pruritus with scales on scalp. Essure will be removed. The reported event is anticipated in essure's reference safety information. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, the event occurred after device insertion. Therefore, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal will be required. The product technical analysis resulted in an unconfirmed but plausible product quality defect. Further information from the reporter could not be obtained despite attempts.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 21-mar-2017. The most recent information was received on 23-jun-2017. It was reported by a general practitioner and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure (batch no. 5078784 (invalid)) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and wisdom teeth removal. Concurrent conditions included postpartum state. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pruritus ("pruritus with scales on scalp"), arthralgia ("multiple disseminated joint pain"), myalgia ("muscle pain"), speech disorder ("difficulty concentrating, visualising and speaking"), skin exfoliation ("pruritus with scales on scalp"), disturbance in attention ("difficulty concentrating, visualising and speaking"), visual impairment ("difficulty concentrating, visualising and speaking") and amnesia ("memory loss"). The patient was treated with surgery (hysteroannexectomy (patient's request)). Essure was removed. At the time of the report, the pelvic pain, pruritus, arthralgia, myalgia, speech disorder, skin exfoliation, disturbance in attention, visual impairment and amnesia was resolving. The reporter provided no causality assessment for amnesia and pelvic pain with essure. The reporter considered arthralgia, disturbance in attention, myalgia, pruritus, skin exfoliation, speech disorder and visual impairment to be related to essure. The reporter commented: after essure removal: mild or moderate improvement of patients symptoms. The physician did not give opinion if essure caused or contributed to the occurrence of the events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.2 kg/sqm. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 23-jun-2017 for the following meddra preferred term: pelvic pain: the analysis in the global safety database revealed 2.927 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 23-jun-2017: quality-safety evaluation of ptc. Company causality comment: incident- no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.